Event description:
It was reported a revision surgery. Original hip replacement was in 1999 by dr (B)(6). The patient had a revision of liner & head in (B)(6) 2018 due to dislocation & possible infection. Synergy size 12 stem removed & 64mm od multi hole cup & liner removed with a ceramic size 36 head.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this is a complaint from australia reporting the revision of a hip that was originally implanted in (B)(6) 1999. Reportedly, the revision was due to ¿dislocation and infection¿. The revision was performed in 2 stages and completed after 2 wash-outs were performed between the two stages of the revision. Pictures of the components and a picture of the ¿washouts¿ brief reports were submitted for review. These did not aid in this investigation. No other medical information was provided. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the available information, the root cause for the ¿infection and dislocation¿ cannot be concluded. However an infection 18 years post implantation was likely hematogenous in origin and not a prosthesis failure. No information on the patient¿s current status was provided. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. No further clinical/medical investigation is warranted at the time. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.